Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient experienced a vaginal cuff dehiscence after undergoing a da vinci si hysterectomy procedure.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy menorrhagia and endometriosis procedure on (B)(6) 2010. Intuitive surgical was provided with the operative report. Additional information provided include hospital notes, office notes, radiology reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2010 the patient was admitted for robotic total hysterectomy. The patient was discharged home the next day in stable condition. On (B)(6) 2010, the patient was re-admitted for vaginal cuff dehiscence and underwent surgical repair via a vaginal approach. This patient had a very small cuff pelvic hematoma and resultant cuff separation without evisceration, infection or complication.